Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot# va2aaup, implanted: (B)(6) 2021, product type: lead. Date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had two sacral implants. The right implant had caused damage to their right foot, causing the right side of their foot to go numb. The system had caused damage/pain. The representative was not aware of any environmental/external/patient factor that may have led or contributed to the issue. No interventions/actions had been taken and the issue was not resolved at the time of the report.  Additional information was received from a manufacturer representative (rep). The rep reported that they were not at the patient's implant. They were only at the patient's follow up post-op. The patient reported the device on the right had caused them permanent damage on the right side of their foot. The manufacturer representative planned to follow up with the physician for additional information.